Manufacturer narrative:
The ht50 ventilator was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the issue was isolated to a component (oscillator y1) on the printed circuit board assembly (pcba). The pcba was replaced.

Event description:
It was reported that an ht50 ventilator would not cycle.